Event description:
As reported by the field clinical specialist, a patient underwent a thv in sav procedure via right carotid access. The implant was intended for a surgical aortic valve. The procedure utilized a 26 mm sapien 3 ultra valve. During the procedure, a device-related issue occurred involving the edwards esheath. Specifically, upon the delivery system reaching the tip of the sheath, the distal tip of the esheath was torn. The valve required re-alignment after initial crossing, prompting the team to pull back and reposition the valve on the balloon. This maneuver resulted in the pusher on the flex catheter being inserted into and withdrawn from the distal tip of the esheath multiple times. The clinical team, including the heart team, believes that these repeated manipulations caused the radiolucent banded tip of the esheath to tear away from its main body. There was no resistance noted during insertion of the esheath or delivery system, and no difficulties were reported during withdrawal or removal. The valve was successfully implanted, and no central leak was observed. The patient remained in stable condition following the procedure, and no injury was reported. The edwards devices involved in the event are being returned for evaluation. Specifically, one esheath and one commander delivery system are being returned. A biokit has been requested to support the return process. No images or videos are available to support the reported event, although a 3mensio report is available.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed through evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'upon the delivery system reaching the tip of the sheath, the distal tip of the esheath was torn. The valve required re-alignment after initial crossing, prompting the team to pull back and reposition the valve on the balloon. This maneuver resulted in the pusher on the flex catheter being inserted into and withdrawn from the distal tip of the esheath multiple times. The clinical team, including the heart team, believes that these repeated manipulations caused the radiolucent banded tip of the esheath to tear away from its main body.' Repeated device manipulations during valve re-alignment 'specifically inserting and withdrawing the flex tip into the distal tip multiple times' increased interaction between the devices and likely resulted in the reported distal tip tear. As such, available information suggests that procedural factors (device handling technique) may have contributed to the reported event. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, a patient underwent a thv in sav procedure via right carotid access. The implant was intended for a surgical aortic valve. The procedure utilized a 26 mm sapien 3 ultra valve. During the procedure, a device-related issue occurred involving the edwards esheath. Specifically, upon the delivery system reaching the tip of the sheath, the distal tip of the esheath was torn. The valve required re-alignment after initial crossing, prompting the team to pull back and reposition the valve on the balloon. This maneuver resulted in the pusher on the flex catheter being inserted into and withdrawn from the distal tip of the esheath multiple times. The clinical team, including the heart team, believes that these repeated manipulations caused the radiolucent banded tip of the esheath to tear away from its main body. There was no resistance noted during insertion of the esheath or delivery system, and no difficulties were reported during withdrawal or removal. The valve was successfully implanted, and no central leak was observed. The patient remained in stable condition following the procedure, and no injury was reported. The edwards devices involved in the event are being returned for evaluation. Specifically, one esheath and one commander delivery system are being returned. A biokit has been requested to support the return process. No images or videos are available to support the reported event, although a 3mensio report is available. Upon follow up, the fcs advised that there was minimal difficulty in crossing the annulus. The valve was re-aligned only once but with multiple manipulations of the fine adjustment wheel. The valve was aligned effectively within the markers.